Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, air was drawn in from the sheath. After the treatment performed with farawave, it was replaced with a non-boston scientific hd grid, and air was drawn in when a slightly strong suction was performed with a syringe from the side port to confirm the air. The hd grid was removed from the sheath and air could not be drawn in even when suction was performed in a single state. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (disposed). It is a catheter of 7fr and above based on the package insert, but it was consulted by the physician that it is possible that air could be drawn in when a thin catheter is inserted after inserting a large catheter, so it will be reported.